Event description:
It was observed during the device inspection, that the colonovideoscope exhibited that a foreign material came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified. This issue is addressed in the instructions for use (IFU): the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. The preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.